Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, white plastic cover was broken. Also the device did not grasp properly and the handles did not bind.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Shearing damage of the plastic cable sheath was observed. Engineering found that the condition of the device was consistent with a device that was subjected to mishandling during application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur where an excessive force or leverage is applied to the device while retracting the clevis assembly and the clevis boot is subsequently damaged. This subsequent damage may result in improper retraction and deployment of the jaws during articulation and may cause shearing of the plastic cable sheath. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted vaginal hysterectomy, white plastic cover, at the tip part, plastic area to prevent thermal damage, was broken. Also the device did not grasp properly and the handles did not bind. There was no patient injury.